Event description:
Patient x-ray appears to indicate fusion rod fracture.

Manufacturer narrative:
Engineering patient x-ray evaluation determined two potential sources of failure: fusion rod placement: the fusion rod was inserted close enough to the bone screw that could cause undue stress on the fusion rod. Patient post-op activities: the potential for the patient to cause the fracture due to insufficient time for healing. Engineering completed a fea and concluded the fusion rod met or exceeded the industry standard 2x stress factor under all conditions.